Event description:
Clinical study. It was reported that 746 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.25x19mm, 80% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of an express2 3.0x24mm bare metal stent, reducing the stenosis to 0%. The patient was discharged the next day on aspirin and plavix. At 749 days after the initial procedure, the patient presented to the emergency room with urinary retention, severe retrosternal chest pain and shortness of breath. Cardiac catheterization revealed 70% stenosis in the right coronary artery (rca), 70% in-stent restenosis in the lad, 40% proximal stenosis and 60% mid stenosis in the left circumflex (lcx). Angiographic core lab report notes prox lad had 59.71% stenosis in projection 1. Cutting balloon angioplasty followed by brachytherapy was performed in the lad stent, reducing the stenosis to 0%. Patient was discharged 5 days after hospital admission. In the opinion of the physician, the relationship of the tvr to the express2 stent was definitely. The event was probably related to the prior co-morbid condition, but was unrelated to the index procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.